Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed on the bending section cover and nozzle could not be identified and a definitive root cause of the issue could not be determined, as no device deformation was observed that could contribute to the retention of foreign material and no additional event or reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: operation manual: 3.3 inspection of the endoscope: inspection of the endoscope operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope was a loaner device returned with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle and scope cover had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the scope cover unit was dirty, the auxiliary water inlet had corrosion, and the coating of the connecting tube was peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.